Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. D6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. Manufacture date reported as (B)(6) 2020; based on implant date this date is incorrect, based on implant date and reported expiration date updated year of manufacture date to 2010.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a tha for hip joint. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, the surgeon confirmed that the neck part of the stem was broken. On (B)(6) 2024, a revision surgery was performed. The stem was replaced with a s-rom long since the cup side was not loosening. The revision surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2011, the patient underwent a tha for hip joint. The surgery was completed successfully without any surgical delay. The product was returned to j&j medtech orthopaedics for evaluation, additionally a material evaluation was performed for the complained device. Visual inspection of the returned found the aml a plus 12.0 mm fractured through the locking taper within the metallic femoral head. The proximal portion of the taper remained within the femoral head. Stereomicroscopy and digital microscopy were performed on the fracture surfaces of the submitted femoral stem. Evaluation revealed evidence of intergranular fracture consistent with stress corrosion cracking. Visible fatigue fracture features, such as beach markings, were also observed, particularly within the central portion of the fracture surface. Due to the level of corrosion, an initiation location could not be determined, although beach markings were consistent with a superolateral fracture initiation. Corrosion was also observed on the surface of the stem, distal of the fracture. Based on these observations, the femoral stem fractured due to stress corrosion cracking within the taper of the stem, which is due to the combined influence of corrosion and fatigue stresses. No evidence of material or manufacturing defects was observed. There is no indication that a material or manufacturing issue has caused or contributed to the reported event. However, a definite root cause cannot be established due to there being multiple factors that may influence implant failure. Consideration must be given to all potential influences including but not limited to surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: aml a plus 12.0 mm product code: 134523000 lot number: fd8as1000 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the aml a plus 12.0 mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: aml a plus 12.0 mm product code: 134523000 lot number: fd8as1000 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: aml a plus 12.0 mm product code: 134523000 lot number: fd8as1000 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.